Event description:
See also manufacturer report 3004209178-2009-00597. It was reported that the patient fell and subsequently experienced shocking/jolting sensations from her device. She could feel an indentation at one of her ins sites. It was stated that both ins's seemed to be sensitive to water and shocked her consistently. The device was turned off. Per the hcp, reprogramming was pending and there was no injury to the patient.

Manufacturer narrative:
Other, indentation.